Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an "error 1" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at an unknown time. The patient reported that she manages her diabetes with oral medication, diet and exercise. The patient reported that at an unknown time after the start of the product issue, she developed "blurry vision" due to the product issue. The patient further stated that when the issue began she took more food/drink as changes to her diabetes routine. The patient stated that she took oral medication as treatment due to the product issue. During troubleshooting, the cca confirmed the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
07/23/2012: supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.